Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that acetabular radiolucencies of 1mm or less occurred in patients in the following subdivisions per the delee method: zone 1a: 78 hips, zone 1b: 55 hips, zone 2a: 22 hips, zone 2b: 30 hips, and zone 3: 70 hips with no significant progression.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The part and lot number of the products are unknown. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This information does not change the investigation results. Root cause remains undetermined.